Manufacturer narrative:
.

Event description:
It was reported that on the day after the application of the dressing, the patient experienced a pea arrest. The patient was successfully resuscitated. It was also reported that as a result of a lot of drainage, the wound became hypovolemic.

Event description:
It was reported that on the day after the application of the dressing, the patient experienced a pea arrest. The patient was successfully resuscitated. It was also reported that as a result of a lot of drainage, the wound became hypovolemic.